Event description:
Outer balloon would not inflate.

Manufacturer narrative:
This catheter will not be returned to numed until it has been released by the health authority in the (B)(6). This is anticipated to be around (B)(4), 2009. Once the catheter has been received, the investigation will be performed and the results sent in a follow-up report.